Manufacturer narrative:
(B)(4). The sample was returned and analyzed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection confirmed the reported issue of a detached medication port. The cause of the problem was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port detached from a bag of accusol. The reporter stated that this occurred when the injection port cap was pulled off. There was no patient involvement. No additional information is available. This is report 1 of 5

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.